Event description:
It was reported that the customer had been hospitalized due to diabetic ketoacidosis. The customer stated that the insulin pump showed that their blood glucose was over 400 mg/dl, but then the customer verified, it was actually 250 mg/dl. The customer stated that they think there was insulin delivery issue with the insulin pump. The insulin pump had alarmed calibration error. At that point the customer's blood glucose was 197 mg/dl. The customer had inserted the sensor on their left thigh, with a serter. The customer was advised that this was considered an off label use. Troubleshooting was not performed. The customer stated that they would try inserting the sensor in their abdomen and monitor their blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.